Event description:
On (B)(6) 2012, a gore viabahn endoprosthesis was being used for the treatment of a popliteal aneurysm. During deployment, the deployment line got stuck in the middle of the device. In trying to resolve the partial deployment the viabahn device folded over on itself. The viabahn device was removed and a surgical conversion was performed.

Manufacturer narrative:
Device is being returned to gore, but we have not received it to date. A review of the mfg records for the device verified that the lot met all pre-release specifications.